Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the bladder. The leak was observed prior to patient use. The device was filled with 60ml of normal saline and 180ml of fluorouracil. There was no patient involvement. No additional information is available.